Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal vancomycin (3 grams, frequency and duration not reported) and unspecified oral antibiotics (no further information) for peritonitis. The patient¿s outcome was not reported. Extraneal therapy was ongoing. No additional information is available.